Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that customer's wife experienced high blood glucose level. Customer blood glucose level was 600 mg/dl. The customer stated that currently his wife's blood glucose level was at 600 mg/dl because she forgot to bolus this morning when she took her breakfast. It was unknown whether the auto mode feature was active at the time of high blood glucose event. The customer stated that insulin pump delivered a 9.6u of bolus for 600 mg/dl blood glucose reading. The device will not be returned for analysis.